Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. No battery cap was returned with the pump; however, a test cap was able to secure on to the pump with no power loss. The pump was exercised for 24 hours with no alarms or power interruptions. The pump cover was removed and no further moisture ingress or damage to the power circuit was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.